Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complications during the use of a cryoballoon ablation catheter system: two days after the ablation procedure, there was one (1) patient who experienced visual ¿disturbances,¿ scotomas (partial loss of vision), and numbness of the right hand. The visual issues lasted 20 minutes and then resolved; however, the numbness remained for four days until the patient was discharged from the hospital. The day after the patient was discharged, the patient developed a visual migraine, which gradually grew over a five-to-twenty-minute period. The patient also had light sensitivity and nausea, which gradually improved on its own after three hours. The patient also reported daily headache attacks post-discharge, which were mild-to-moderate and did not need medication. Each headache lasted three to six hours and were worsened by routine physical activity. The headaches reportedly ¿disappeared¿ after one week and did not recur over the 18-month follow up period. The author indicated that it was not possible to perform any tests when the headaches but did perform a transthoracic echocardiography 18 months after the ablation, and no issues were revealed. The status/disposition of the cryoablation catheter is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature and the subsequent follow up information obtained. All information provided is included in this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from follow-up with the author who indicated that the issues were related to the transseptal puncture, and not "particularly related to our product." No further information was provided.